Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals and elevated pace impedance. A new lead was successfully implanted. The implantable cardioverter defibrillator (ICD) was explanted due to other/non-product experience without any issues, according to the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals and elevated pace impedance. A new lead was successfully implanted. The implantable cardioverter defibrillator (ICD) was explanted due to other/non-product experience without any issues, according to the field representative. No additional adverse patient effects were reported.